Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8578, lot# n171548002, implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2017-jul-28. The pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-aug-14. It was reported that the hcp did not know who reported a "motor surge," but confirmed that pump logs did reveal a single motor stall. The cause of the motor stall/surge was not determined. The hcp was not aware of the alarm on (B)(6)2017. To resolve the motor stall/surge, the pump was decreased to minimum rate on (B)(6)2017 and the patient was managed with oral pain medication until the pump was replaced on (B)(6)2017. Regarding the patient's hospital admission, it was clarified that the patient was admitted overnight. The motor stall/surge, pump alarm, and withdrawal symptoms were resolved.

Event description:
Information was received from a consumer via a manufacturer representative on 2017-jul-09 regarding a patient receiving morphine (20 mg/ml at 8.8mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that a motor stall occurred on (B)(6) 2017. The pump was reportedly set to minimum rate and it was unknown if surgical intervention was planned. No surgical intervention had occurred. The situation was considered unresolved at the time of report and the patient's status was alive - no injury. No patient symptoms were reported and it was unknown whether any environmental, external, or patient factors were thought to have led to the issue.

Manufacturer narrative:
The other relevant components include: product ID: 8578, lot# n171548002, implanted: (B)(6) 2008, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) reported they have not been informed of the surgery date yet. Information received from a consumer reported on an unknown date the patient's pump went off and a rep came out and there was a motor surge and they cut it down to minimum rate. It was noted the patient winded up having to come back and cut it off again and the pump was going off again. The patient's wife stated on (B)(6) 2017 the patient started getting sick suddenly and the pump was alarming. The patient had a feeling it was withdrawal because it was noted that this happened before in 2011. The patient got sicker on (B)(6) 2017 and felt like they were going through withdrawal for sure. On saturday (B)(6) 2017 the patient went to the emergency room (ER) and the ER gave the patient a script for oral morphine and sent the patient home. The patient called managing healthcare professional (hcp) when they got home who instructed the patient to not fill the oral script and to go to the ER and hcp was going to try and get the patient admitted. On sunday (B)(6) 2017 the patient went to the ER and a repo was called and checked the pump and reviewed the patient had a motor stall and was admitted and the patient was given intravenous (ic) morphine. The patient stayed overnight and was discharged on monday (B)(6) 2017. On (B)(6) 2017 the patient went to the pump hcp who prescribed the oral morphine tablets. On (B)(6) 2017 the patient stated a critical alarm was occurring again and wanted to know what they should do because the rep said the pump should not alarm after being silenced. It was noted that the sound was consistent with synchromed alarms. The patient was to follow up with hcp. It was reviewed alarms and things that can occur with motor stalls. The patient was redirected to hcp to interrogate the pump and determine exactly what occurred. The patient had a surgical consultation on (B)(6) 2017 regarding pump replacement. The symptoms were noted as sudden. The patient was receiving unknown morphine with an unknown dose and concentration. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see pe 700073056-volume discrepancy, replaced.

Manufacturer narrative:
The pump was returned and destructive analysis revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.